Event description:
Reportedly, on (B)(6) 2025, during an alizea implantation, the programmer has lost the bluetooth communication. It seems that it occurred during other previous implantations.

Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event. The programmer works correctly and is able to perform ble communication normally; review of the extracted files confirm that a communication with alizea dr sn (B)(6) occurred on (B)(6) 2025. However, no traces of ble errors are visible. The most probable hypothesis is that a hardware failure caused the reported event, surely related to the bluetooth adapter. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, during an alizea implantation, the programmer has lost the bluetooth communication. It seems that it occurred during other previous implantations.